Manufacturer narrative:
(B)(4). The actual sample was returned for evaluation. Visual and functional examinations revealed that the upper side of pouch had a white mark close to perimeter that indicates it was sealed before it was opened and the sample does not have any broken or damaged components that could have affected its function. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2015 and reservoir was to be attached to a drain. Prior to use on the patient, it was found that the inner package was protruded from the outer package when opening the package of the suction reservoir. Further details are not available. There was no adverse consequence to the patient.